Event description:
It was reported the device exhibited last error code 1871. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
E1: phone (B)(6). B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
UDI number one device was received for evaluation. Visual inspection found cracked housing, and contaminated dso and uso sensor. Error code 1871 was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the motor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.